Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. There was a build-up of solidified media present inside the inflation lumen and balloon. No tears were observed in the balloon material. The returned device was soaked in a water bath in order to soften the media to facilitate balloon inflation. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon when liquid was observed to be leaking from a balloon pinhole. The pinhole was located at 1mm distal from the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.